Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when inflated to 18mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code 1074 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon part was cut from the device and was not returned, thereby the reported event of balloon burst could not be confirmed. No other issues noted to the device. This failure is likely due to factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when inflated to 18mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.